Event description:
It was reported that a new ilet user experienced hyperglycemia after a meal, with a blood glucose of 286 mg/dl, and received troubleshooting and education that post-meal elevations can occur as the system adapts. Symptoms included elevated blood glucose. Outcomes included no alarms and no medical intervention or hospitalization. Investigation included user education and troubleshooting. Investigation of this case revealed no device malfunction or alert, and no component issues were identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.